Event description:
Atrial lead to permanent pacemaker required to be explanted. The pt began to have fullness in their neck and a pulsating sensation. It was discovered with deep inspiration the pt had very poor atrial lead function that was not detectable at implant. It is not able to be programmed around, due to decreased atrial sensing and over sensing of the ventricular lead. When programmed it would program at increased sensitivity.